Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), bipolar disorder ("bipolar disorder/bladder disease") and seizure ("seizures") in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, psychological disorder nos (not recovered prior to essure), arthritis, fibromyalgia, opiate dependency relapse, scoliosis, diarrhea, gastric ulcer, hemorrhoids, gallstones, pelvic pain, vomiting, weight loss, fibromyalgia, bipolar disorder, hepatitis c and cervicitis. Concomitant products included gabapentin since 1999, ibuprofen since 1996, obetrol (adderall) since 1999 and quetiapine (seroquel) since 1999. In 2007, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced cystitis interstitial ("interstitial cystitis"), weight fluctuation ("weight fluctuations"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged and abnormal menses"), vaginal haemorrhage ("abnormal vaginal bleeding"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), bipolar disorder (seriousness criterion medically significant), rash ("rashes"), nausea ("nausea"), tooth disorder ("dental problems"), seizure (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), vision blurred ("blurry vision"), eye pain ("eye pain") and colitis ("other injury(ies) or complication(s) - please describe: colitis disease"). In (B)(6) 2016, the patient experienced adenomyosis ("uterine endometriosis") and the first episode of endometriosis ("ovarian endometriosis"). On (B)(6) 2016, the patient experienced the second episode of endometriosis ("right ovary also has endometriosis"), menopause ("pre-menopause") and hormone level abnormal ("hormonal changed"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("severe, lower abdominal pain/severe abdominal cramping"), the first episode of back pain ("severe back pain"), dyspareunia ("pain during intercourse"), pain in extremity ("leg pain"), abdominal pain upper ("stomach pain"), the second episode of back pain ("back pain- constant"), genital cyst ("cysts in pubic area"), weight increased ("weight gain") and amnesia ("other injury(ies) or complication(s) - please describe: memory loss"). The patient was treated with naproxen, salbutamol (albuterol), ipratropium, hydrocodone, prochlorperazine, sodium chloride and surgery (laparoscopic total vaginal hysterectomy and bilateral salpingectomy,bladder instillation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, adenomyosis, the last episode of endometriosis, cystitis interstitial, migraine, headache, fatigue, weight fluctuation, alopecia, dysmenorrhoea, abdominal pain lower, dyspareunia, menopause, cystitis, vaginal infection, urinary tract infection, bipolar disorder, rash, nausea, tooth disorder, seizure, vaginal discharge, vision blurred, eye pain, pain in extremity, hormone level abnormal, abdominal pain upper, the last episode of back pain, genital cyst, weight increased, colitis and amnesia outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the anxiety and depression had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, adenomyosis, alopecia, amnesia, anxiety, bipolar disorder, colitis, cystitis, cystitis interstitial, depression, dysmenorrhoea, dyspareunia, eye pain, fatigue, genital cyst, headache, hormone level abnormal, menopause, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, rash, seizure, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation, weight increased, the first episode of back pain, the first episode of endometriosis, the second episode of back pain and the second episode of endometriosis to be related to essure. The reporter commented: following her operation, it was observed that her right ovary also has endometriosis and, as a result, if her abdominal pain continues, she would likely have to undergo surgery to have that ovary removed. Since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: confirming full occlusion of fallopian tubes. Ultrasound pelvis - in (B)(6) 2017: endometriosis in her uterus. Plaintiff done essure confirmation test(s): result date: (B)(6) 2007. Concerning the injuries in the case, the following ones were described in patient's medical records: endometriosis,pelvic pain, nausea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: events: weight gain, cysts in pubic area, colitis, memory loss. Event onset date added. Coding change for concomitant disease as overweight. Concomitant and treatment drugs added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), bipolar disorder ("bipolar disorder") and seizure ("seizures") in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, psychological disorder nos (not recovered prior to essure), arthritis, fibromyalgia, opiate dependency relapse, scoliosis, diarrhea, gastric ulcer, hemorrhoids, gallstones, pelvic pain, vomiting, weight loss, fibromyalgia, bipolar disorder, hepatitis c and cervicitis. Concomitant products included gabapentin since 1999, obetrol (adderall) since 1999 and quetiapine (seroquel) since 1999. In july 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced weight fluctuation ("weight fluctuations"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged and abnormal menses"), vaginal haemorrhage ("abnormal vaginal bleeding"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), rash ("rashes"), nausea ("nausea"), tooth disorder ("dental problems"), seizure (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), vision blurred ("blurry vision") and eye pain ("eye pain"). In 2010, the patient experienced cystitis interstitial ("interstitial cystitis"). In june 2016, the patient experienced adenomyosis ("uterine endometriosis") and the first episode of endometriosis ("ovarian endometriosis"). On (B)(6) 2016, the patient experienced the second episode of endometriosis ("right ovary also has endometriosis") and hormone level abnormal ("hormonal changed"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("severe, lower abdominal pain/severe abdominal cramping"), the first episode of back pain ("severe back pain"), dyspareunia ("pain during intercourse"), menopause ("pre-menopause"), bipolar disorder (seriousness criterion medically significant), anxiety ("anxiety"), depression ("depression"), pain in extremity ("leg pain"), abdominal pain upper ("stomach pain") and the second episode of back pain ("back pain- constant"). The patient was treated with naproxen and surgery (laparoscopic total vaginal hysterectomy and bilateral salpingectomy,bladder instillation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, adenomyosis, the last episode of endometriosis, cystitis interstitial, migraine, headache, fatigue, weight fluctuation, alopecia, dysmenorrhoea, abdominal pain lower, dyspareunia, menopause, cystitis, vaginal infection, urinary tract infection, bipolar disorder, rash, nausea, tooth disorder, seizure, vaginal discharge, vision blurred, eye pain, pain in extremity, hormone level abnormal, abdominal pain upper and the last episode of back pain outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the anxiety and depression had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, adenomyosis, alopecia, anxiety, bipolar disorder, cystitis, cystitis interstitial, depression, dysmenorrhoea, dyspareunia, eye pain, fatigue, headache, hormone level abnormal, menopause, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, rash, seizure, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation, the first episode of back pain, the first episode of endometriosis, the second episode of back pain and the second episode of endometriosis to be related to essure. The reporter commented: following her operation, it was observed that her right ovary also has endometriosis and, as a result, if her abdominal pain continues, she would likely have to undergo surgery to have that ovary removed. Since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: confirming full occlusion of fallopian tubes ultrasound pelvis - in june 2017: endometriosis in her uterus. Concerning the injuries in the case, the following ones were described in patient's medical records: endometriosis,pelvic pain,nausea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Concomitant drugs were added. Event anxiety, depression outcome updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and bipolar disorder ("bipolar disorder") in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, psychological disorder nos (not recovered prior to essure), arthritis, fibromyalgia, opiate dependency relapse and scoliosis. Concomitant products included gabapentin since 1999, obetrol (adderall) since 1999 and quetiapine (seroquel) since 1999. In september 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced weight fluctuation ("weight fluctuations"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged and abnormal menses"), vaginal haemorrhage ("abnormal vaginal bleeding"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), rash ("rashes"), nausea ("nausea"), tooth disorder ("dental problems"), seizure ("seizures"), vaginal discharge ("vaginal discharge"), vision blurred ("blurry vision") and eye pain ("eye pain"). In 2010, the patient experienced the first episode of cystitis interstitial ("interstitial cystitis"). In june 2016, the patient experienced adenomyosis ("uterine endometriosis") and the first episode of endometriosis ("ovarian endometriosis"). On (B)(6) 2016, the patient experienced the second episode of endometriosis ("right ovary also has endometriosis") and hormone level abnormal ("hormonal changed"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("severe, lower abdominal pain/severe abdominal cramping"), the first episode of back pain ("severe back pain"), dyspareunia ("pain during intercourse"), menopause ("pre-menopause"), bipolar disorder (seriousness criterion medically significant), anxiety ("anxiety"), depression ("depression"), the second episode of cystitis interstitial ("interstitial cystitis"), pain in extremity ("leg pain"), abdominal pain upper ("stomach pain") and the second episode of back pain ("back pain- constant"). The patient was treated with naproxen and surgery (laparoscopic total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, adenomyosis, the last episode of endometriosis, migraine, headache, fatigue, weight fluctuation, alopecia, dysmenorrhoea, abdominal pain lower, dyspareunia, menopause, cystitis, vaginal infection, urinary tract infection, bipolar disorder, anxiety, depression, rash, nausea, tooth disorder, seizure, vaginal discharge, vision blurred, eye pain, the last episode of cystitis interstitial, pain in extremity, hormone level abnormal, abdominal pain upper and the last episode of back pain outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, abdominal pain upper, adenomyosis, alopecia, anxiety, bipolar disorder, cystitis, depression, dysmenorrhoea, dyspareunia, eye pain, fatigue, headache, hormone level abnormal, menopause, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, rash, seizure, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation, the first episode of back pain, the first episode of cystitis interstitial, the first episode of endometriosis, the second episode of back pain, the second episode of cystitis interstitial and the second episode of endometriosis to be related to essure. The reporter commented: following her operation, it was observed that her right ovary also has endometriosis and, as a result, if her abdominal pain continues, she would likely have to undergo surgery to have that ovary removed. Since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: confirming full occlusion of fallopian tubes ultrasound pelvis - in june 2017: endometriosis in her uterus most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added per pfs: pre-menopause, abnormal vaginal bleeding, bladder infection, vaginal infection, urinary tract infection, bipolar disorder, anxiety, depression, rashes or skim condition, nausea, dental problems, seizures, vaginal discharge, blurry vision, eye pain, interstitial cystitis, leg pain, hormonal changed added from pfs and concurrent condition,concomitant medication added. Reporters added incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. In 2010, the patient experienced cystitis interstitial ("interstitial cystitis"). In (B)(6) 2016, the patient experienced adenomyosis ("uterine endometriosis") and the first episode of endometriosis ("ovarian endometriosis"). On (B)(6) 2016, the patient experienced the second episode of endometriosis ("right ovary also has endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), alopecia ("hair loss"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged and abnormal menses"), abdominal pain lower ("severe, lower abdominal pain/severe abdominal cramping"), back pain ("severe back pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, adenomyosis, the last episode of endometriosis, cystitis interstitial, migraine, headache, fatigue, weight fluctuation, alopecia, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, alopecia, back pain, cystitis interstitial, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, weight fluctuation, the first episode of endometriosis and the second episode of endometriosis to be related to essure. The reporter commented: following her operation, it was observed that her right ovary also has endometriosis and, as a result, if her abdominal pain continues, she would likely have to undergo surgery to have that ovary removed. Since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: confirming full occlusion of fallopian tubes ultrasound pelvis - in (B)(6) 2017: endometriosis in her uterus. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.